Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited loss of sensing. A chest x-ray revealed that the lead had dislodged. The lead was replaced on (B)(6) 2013.